Event description:
It was reported that the patient presented in clinic for a follow-up. Upon interrogation, it was noted that the right ventricular (rv) lead exhibited noise oversensing and low rv sensing in bipolar configuration. Programming changes were made; the lead will continue to be monitored. The patient was in stable condition.